Event description:
It was reported that the customer was hospitalized with dka. Troubelshooting conducted indicated the device was working properly, however, the customer does not feel comfortable using this pump. Replacement sent.